Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The root cause of the aic issue was a loose component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced system self-check errors. No patient was involved.